Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device. Product ID 3057, product type screening device. Device code (B)(4) applies to leads (lot# unknown) only. Eval code-conclusion applies to leads (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was on the left side at 1.4v and couldn't feel it so they increased stimulation to 8.5v, but encountered an error message saying, "unable to provide desired settings." The patient was changed to their right side and the same thing occurred. The patient was left on their right lead at 8.4v. A day later, patient wasn't able to feel stimulation and has no improvement. On (B)(6) 2017, patient was disappointed that their leads might have migrated. The next day, patient was unable to increase stimulation. No further patient complications have been reported as a result of this event.